Event description:
When using kiwi cup with palm pump on infant a subdural hematoma occurred. One pull, no pop-off was done with device. 34.5/7 gestation. Sve 10/100/+3 oa. 600mm hg. Unknown which kiwi device was used. Lot #070119 exp date: 02/2009 or kiwi cup with palm pump lot #060980 exp. Date of 12/2008.